Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the cardiac arrhythmia planned treatment/non-emergency treatment procedure. The procedure was delayed (<20 minutes) and it was completed by rebooting the system and continuing with limited movement and imaging. It was reported to philips that the c-arm was not working. Upon troubleshooting the philips field service engineer (fse) checked system onsite and found that the c-arc (angulation) movement was not operational. The fse checked the system logfiles and found that the 2spc amc drive indicated a problem with the c-arc movement. To resolve the issue, the fse replaced the 2spc amc drive, and made all necessary adjustments. After replacement, the system was returned to good working conditions. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned by restarting the system with minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm movement was unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.